Manufacturer narrative:
Info not provided by the reporter. (B)(4). Event is still under investigation.

Event description:
A (B)(6) female pt with a history of diabetes, (B)(6), and osteomyelitis underwent PICC line insertion on (B)(6), 2014. The sheath for the micropuncture transitionless access set broke in half during PICC line insertion in the cath lab, leaving the distal end inside the patient's right upper arm. The interventional radiologist attempted to retrieve it without success. A general surgeon was called into the cath lab to perform a cut-down to remove the device portion. The device portion was completely removed and no retained pieces were left in the pt as verified by fluoroscopy. Per user facility email received on (B)(6) 2014: pt had to have the tip removed by a general surgeon. However, after a review, it appears that this won't be a spae, as the pt was already in the cath lab having a procedure done and did not have to go to the o.r.. The surgeon was able to perform a small cut-down and retrieve the tip, which was verified by fluoroscopy.